Event description:
It was reported that the patient the inflatable penile prosthesis (ipp) single cylinder removed and replaced with two cylinders as the implanted prothesis was too short. A 12cm device was explanted and a new 15cm cx device was implanted.

Event description:
It was reported that the patient the inflatable penile prosthesis (ipp) single cylinder removed and replaced with two cylinders as the implanted prothesis was too short. A 12cm device was explanted and a new 15cm cx device was implanted.

Manufacturer narrative:
Combination product? - corrected.